Event description:
Pt was undergoing a endoscopic retrograde cholangiopancreatography for a suspected retrained stone in the bile duct. An attempt was made to remove a large stone with a metro 8.5/12/15 mm balloon. This did not work. The sochendra mechanical lithotriptor was then used. While in use, the mid portion of the cable brake leaving the basket attached to the stone.